Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: one similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Precaution (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Opegan was used during the procedure and is a viscous cohesive of purified sodium hyaluronate manufactured by seikagaku. Per the delivery system dfu: sterilization instructions: after the injector has been properly cleaned, the injector should be pouched to preserve sterility and steam sterilized using the following sterilization cycle: (note: the microstaar injector models msi-tf and msi-pf can be cleaned and sterilized up to 20 times before disposal). Warning staar surgical cartridges, ftps and ftp holders are packaged and sterilized for single use only. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. The handpiece (which is a reusable instrument) was used. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye on (B)(6) 2024. Concomitant products used intraoperatively include the msi delivery system with sfc-45 with ftp and opegan ovd. Treatment and diagnostics were not performed. The lens was explanted and later replaced with a same length and power lens but the problem was not resolved. It is noted the with the initial lens that the patient is under observation, tass occurred after operation. The lens was removed at a different clinic.

Manufacturer narrative:
Corrected data: b5 - the reporter indicated an implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2024 and explanted on day 4 at a different clinic. The patient underwent bilateral sequential surgery. Concomitant products used intraoperatively include the msi delivery system with sfc-45 with ftp and opegan ovd. Tass and endophthalmitis were reported with no diagnostics performed. The reporter does not provide information neither of causality nor medication used for treatment. Additional information is stating that "tass occurred after operation, but since (B)(6) was closed, the lens was removed at (B)(6). To avoid such situation, it is requested that the company takes action to address the causes and countermeasures and shows its stance". A replacement lens of the same length and power was implanted on (B)(6) 2024. At the last report of (B)(6) 2024, the patient remains under observation as the issue is unresolved. If additional information is received a supplemental medwatch report will be submitted. Manufacturer narrative: a review of the device labeling was completed. Intraocular infection, iritis/iridocyclitis and lens extraction/reinsertion are identified in the labeling as known potential adverse events following icl implantation. The dfu states precautions to physicians (10) this product should not be immersed in anything other than commonly used intraocular irrigation fluids or viscoelastic substances. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Opegan was used during the procedure and is a viscous cohesive of purified sodium hyaluronate manufactured by (B)(4). Per the delivery system dfu: sterilization instructions: after the injector has been properly cleaned, the injector should be pouched to preserve sterility and steam sterilized using the following sterilization cycle: (note: the microstaar injector models msi-tf and msi-pf can be cleaned and sterilized up to 20 times before disposal). Warning staar surgical cartridges, ftps and ftp holders are packaged and sterilized for single use only. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. In some cases, a prolonged or persistent inflammation suggests secondary systemic health, ocular issues or issues with the post-op medication regimen. To date, there is no confirmation of identified microorganisms. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim#: (B)(4).